Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient was treated with injection vancomycin (1gm, every 96hrs, intraperitoneal, discontinued) and injection amikacin (250mg, once daily, intraperitoneal, discontinued) for peritonitis. Four days after peritonitis diagnosis, the patient was recovered from peritonitis event. Pd therapy was ongoing. No additional information is available.